Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-03022. It was reported that the patient's leads were showing high impedance, due to which the patient's therapy strength was decreasing on its own. Reprogramming was unable to resolve the issue completely. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported auto reduction and high impedance was confirmed. The lead was returned cleanly cut in 2 pieces. Microscopic inspection identified a kink in the lead body where all the internal wires were broken. This would have caused the high impedance and cause the system to auto reduce. As the high impedance was observed prior to explant, the root cause of the fractured wires is consistent overstress the lead was subjected to while in vivo.